Manufacturer narrative:
This report was initially provided to roche by FDA via (B)(4) (attached). The field service technician performed mechanical checks. He checked the application settings, which were correct. He checked the onboard stability of the reagent packs, detergents, and washes, and none of them were expired. He reviewed the customer's calibration and qc report from the past 3 months, and the results were consistent. He performed calibration and qc. He performed a precision test which did not pass for amph and thc. Various parts were checked and replaced. Calibration and qc were performed again, which passed. He performed another precision test, a correlation study, and a performance test using test samples, and all results were within specifications. The investigation is ongoing.

Event description:
There was an allegation of false-negative barb and false-negative amps2 results for 1 patient sample on a cobas 8000 c 502 module. The initial barb result was positive. The initial result was obtained on a different c502 module (serial number (B)(4). The sample was repeated on c502 (serial number (B)(4) and the barb result was negative. The sample was repeated after calibration was performed on both c502 modules and the barb results from both analyzers were positive. The initial amps2 result was positive. The initial result was obtained on a different c502 module (serial number (B)(4). The sample was repeated on c502 (serial number (B)(4) and the amps2 result was negative. The sample was repeated after calibration was performed on both c502 modules and the amps2 results from both analyzers were positive. The sample was sent to a different laboratory to be tested. Specific results were not provided from the other laboratory, only that the results were confirmed. The erroneous results were all reported outside of the laboratory. The patient was not treated based on the erroneous results, and corrected reports were sent. The amps2 reagent lot number is 54436601 with an expiration date of 31-jan-2023. The barb reagent lot number is 55128101 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The previously reported service notes were modified to: the field service representative replaced the pressure sensor and sample tubing on the module and syringe assembly. He performed an air purge, mechanism checks, a sample probe check, and a pressure sensor check. The customer performed calibration and qc successfully and no hardware issues were noted. The investigation did not identify a product problem. The cause of the event could not be determined.